Event description:
It was reported that, patient is experiencing pain, swelling and feels her hip "gives out". She would like to know if her implants are part of a recall.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.